Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and anxiety of developing bia alcl.

Event description:
Patient representative reported a patient showed unspecified symptoms associated with "bia-alcl¿ including capsular contracture, baker grade unknown. Patient had "emotional distress" over increased risk of "developing bia alcl." The status of the device is unknown.